Manufacturer narrative:
The referenced driveline replacement procedure and recurrent alarms were reported under medwatch MFR report #2916596-2015-01602 and #2916596-2016-01175 respectively. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that on (B)(6) 2016 the patient received a red heart alarm with a driveline disconnected message on the display module. Log file analysis performed by the manufacturer's technical services representative revealed pump stoppage events while the lvad system was supported on external battery power. Historically, the patient's lvad system had required a distal percutaneous lead (driveline) replacement in (B)(6) 2015. The patient has also experienced recurrent alarms and was issued an ungrounded patient cable for use with the power module in (B)(6) 2016. X-ray images revealed that the maximum external length of the driveline was replaced at that time. A driveline compromise internal to the patient was suspected. On (B)(6) 2016 the patient was hospitalized due to more pump stoppage events. Log file analysis confirmed multiple pump speed decelerations and pump stoppage alarms. On (B)(6) 2016 the patient underwent a pump exchange procedure.

Manufacturer narrative:
The pump was retained by the hospital and was therefore not available for evaluation. The report of pump stoppages was confirmed based on the evaluation of the submitted and retrieved system controller log files. The log files captured multiple low speed events and pump stoppages associated with low speed advisory/hazard, driveline disconnected, and low flow hazard alarms and appeared consistent with potential percutaneous lead wire damage. All interruptions in pump function occurred while the patient was operating on batteries, suggesting damage to at least two wires from different phases of the three-phase motor; however, percutaneous lead wire damage could not be conclusively determined without a full evaluation of the device. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.